Event description:
(B)(6) 2014. Customer claims they heard a pop noise and the unit looks like it melted. Consumer claims they were using it when it happened; they turned off and sat it on the counter. No injuries.

Manufacturer narrative:
(B)(6) 2014. When asked if the unit was working properly before the incident, consumer stated, no. Consumer stated that the lights started blinking so they turned it on and off to run down the battery then gave it full charge. Consumer has agreed to return the product for evaluation.